Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that two new leads were used intra-op and both had impedance issues. The rep stated that the cause of the sporadic impedances was not determined, however, the healthcare professional (hcp) suspected that the patient¿s anatomy may be the cause since impedances were off with three different leads, the existing ins and a new wens. It was later reported that impedances were all within normal range at the patient¿s post-op appointment on (B)(6) 2018; impedances were within normal range while upright and lying back. The patient reported at least 50% relief of chronic pain on (B)(6) 2018. The patient was reprogrammed to the settings that were previously most effective , per the patient and hcp, on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had two weeks of great relief following a battery replacement and after that they lost efficacy. Reprogramming was done and exploratory surgery was performed two weeks prior to the day of the report. A lead replacement was being done the day of the report. Further information received from the manufacturer reported that the lead was being replaced due to impedance issues. During impedance testing the impedances were sporadic high and random. The lead was removed and wiped several times and the implant was cleaned and suctioned but the sporadic impedances continued. It was noted that the patient had a lot of scar tissue in the epidural space. The physician decided after multiple attempts to close with three electrodes out of range. The indication for use was non-malignant pain.

Manufacturer narrative:
Analysis of the lead (serial# (B)(4)) found that conductors #1 and #5-7 were broken 10.6cm from the distal end of the lead. A functional test also showed open circuits on electrodes #1 and #5-7. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.